Manufacturer narrative:
Information contained in this report was previously submitted through psr on 29/oct/2009. Device evaluation: visual analysis of the returned device identified: crease fold, deformation, white particles and weight to the spec. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: inflammation/irritation.

Event description:
Patient reported that she first experienced 'unusual pain, tingling, swelling, numbness, or burning of the breast' more than two months after her mammogram. This file is for the left side. Device has been explanted.